Event description:
It was reported that an infusion set and cartridge supply change was started by the user, but the infusion set connector was not locked into place, which required restarting the supply change process and resulted in interrupted insulin delivery until completion with customer care guidance. No reported symptoms. Outcomes included resumption of normal insulin delivery without alerts or alarms. Investigation included troubleshooting and user education performed by customer care. Investigation of this case revealed user setup error related to improper infusion set connector attachment. It was concluded that the event resulted from user technique and that device function was restored after correct deployment.